Manufacturer narrative:
One 1.25 hex tl, gemlock reten (hxgr1.25) was returned for investigation. Visual evaluation of the as returned product identified that the tip was bent/twisted. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hxgr1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events the customer did not submit images for the reported event. Review of appropriate documentation: document reviewed: instructions for use - zimmer instrument kit system, zimmer dental single patient drills, driva drills, and tools, IFU 8874 6 - 10/22. Information identified: indications, warnings and precautions. Per the applicable IFU, it is stated that reusable surgical instruments are susceptible to damage and wear and should be inspected and cleaned before each use. The number of uses per drill will vary and depends on a variety of factors including bone density encountered, proper handling and cleaning. A definitive root cause could not be determined. However, based on the investigation and available information, device malfunction might have occurred following customer error. Therefore, based on the available information, an unreported device malfunction has occurred (device was bent). However, the reported event (fracture) was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that 4 implant placement driver screws from guided kit fractured while trying to place implant as well as the head of another hex driver. Implant was successfully placed and will remain implanted and restored in the future. It was reported that the implant that had problems seating and broke a portion of the seating tool.